Event description:
It was reported that the pt has not been able to hear as well as normal over the past few weeks. The sound is intermittent and depends on the pt's head movements. When the pt presses over the site of the reference electrode, the sound is clearer. The impedance value of the reference electrode is above 6k ohm.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.